Event description:
It was reported that when they opened the product, the blue tray breaks at the same time.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the outer tray and kit with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer did provide a photo that shows a kit with a crack under the flange of the outer tray. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the outer tray and kit with no evidence to suggest a manufacturing related cause. The customer did provide a photo that shows a kit with a crack in the outer tray. However, without the actual sample, the potential cause of the tray breaking when opening the kit could not be determined based upon the information provided.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when they opened the product, the blue tray breaks at the same time.